Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) prematurely declared elective replacement based on extended charge times.